Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: (B)(6) block e1 (initial reporter address 1): (B)(6) block e1 (initial reporter address 2): (B)(6) block h6 (device codes): medical device problem code a050501 captures the reportable event of bands could not be deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was secured, and the slack was correctly taken up. The ligator head returned with six bands attached and they were moved from their original positions and overlapped. Additionally, one band was broken. Microscopic examination was performed, and it was found that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. The bands were moved from their original positions and overlapped indicating a deployment failure. Based on the investigation of previously reported similar events, boston scientific has determined the most probable root cause for this event was traced to the manufacturing process. This problem is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a band ligation of hemorrhoids procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a band ligation of hemorrhoids procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.